Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm was reported by the customer, identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support in resetting the pump, after which the malfunction code did not recur. The customer continued to use the pump for insulin therapy.